Event description:
Determined to be reportable based on analysis completed on 10/19/2006. It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty crossing the lesion. The lesion was located in the left anterior descending artery. The details of the lesion are unknown. The 2.75x24mm taxus liberte stent was unable to cross the lesion. The procedure was completed with another of the same device. The patient status is satisfactory and good with no complications reported. However, device analysis indicates stent damage.

Manufacturer narrative:
Visual examination of the returned device noted that there was distal stent damage. No other issues were noted with the device. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause cannot be determined.